Manufacturer narrative:
The pt identifier, age and weight were not available.

Event description:
It was reported that during a tonsillectomy/adenoidectomy procedure, the evac 70 xtra plasma wand clogged immediately. A new evac 70 xtra plasma wand was opened and this clogged immediately as well. The surgery was completed using a competitor's product. There were no delays or pt complications reported as a result of this event.